Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(4) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was noted that high impedance and oversensing caused intermittent inhibition of pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.